Manufacturer narrative:
On (B)(6)2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that male patient, weighing (B)(6) kg, born in (B)(6) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that there were microbubbles present in the smartablate irrigation tubing. The smartablate irrigation tubing was flushed multiple times without resolution. The smartablate irrigation tubing was replaced with a different lot number without resolution. The saline bag was replaced without resolution. The smart ablate irrigation tubing was replaced a second time with different lot number and the issue resolved. The procedure continued. These issues of bubbles in the tubing are not MDR reportable since bubbles in the tubing set can be an expected part of procedure set up and flushing should be performed in order to remove the bubbles. A safety feature of the pump is in place in order to stop flow if air is detected. During the case the physician had begun pulmonary vein isolation and a cardiac tamponade was noticed. The anesthesiologist noticed there was a drop in blood pressure on the patient. The physician then confirmed the cardiac tamponade by intracardiac echo (ice). The patient required a pericardiocentesis and 740 cc of fluid was removed. The patient was reported to be in stable condition. The patient required extended hospitalization as the patient had to go to the intensive care unit (ICU) for monitoring. A transseptal puncture was performed with a cook transseptal needle. There was no evidence of steam pop. Irrigation catheter was used in standard flow settings for thermocool® smart touch® sf catheters and power was set at 50w. No errors were observed on carto during the procedure. All of the force visualization features were used and the visitag settings of range: 3 mm, force over time (fot) 3 sec and 3 grams for 25% of the time, and tag size of 3 mm. The visitags were respiratory gated and surpoint was used. Tag index (surpoint) coloring was viewed prospectively. The physician¿s opinion on the cause of this adverse event is that there was difficulty moving catheters from the start of the procedure due to the patient¿s anatomy (angle of the inferior vena cava ivc), because of this, the transseptal stick was a little high. Additionally, the sheaths and catheters were sitting in the la for a couple minutes after going transseptal and prior to ablation in order to resolve a troubleshooting issue.

Manufacturer narrative:
It was reported that male patient, weighing 86.2 kg, born in 1950 underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. During the case the physician had begun pulmonary vein isolation and a cardiac tamponade was noticed. The anesthesiologist noticed there was a drop in blood pressure on the patient. The physician then confirmed the cardiac tamponade by intracardiac echo (ice). The patient required a pericardiocentesis and 740 cc of fluid was removed. The patient was reported to be in stable condition. The patient required extended hospitalization as the patient had to go to the intensive care unit (ICU) for monitoring. Device evaluation details: the catheter was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection, electrical, generator, spi screening, deflection, and irrigation test of the returned catheter. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Electrical, generator, spi screening, deflection, and irrigation testing were performed, in accordance with bwi procedures and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The event described could not be confirmed as the as the device performed without any malfunction or issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).